Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used force fx-c generator was returned for evaluation. The returned sample did not meet specification as received by covidien. The reported condition was confirmed. The investigation found that one of the fuse clips on the psrf board was broken and it shorted other components. The root cause of the broken fuse clip could not be determined. The psrf board assembly was replaced to repair the generator. The generator was then calibrated and met specifications.

Event description:
The customer reported that the unit remained latched "on" when in the coag mode, while using a pencil and/or foot switch. When the power level was decreased to 15-17, it then released. There was no patient present when the reported incident occurred.